Event description:
Pt reported their nebulizer stopped working. Unknown date of event. Unknown if product available for return. Unknown start date, lot number, or expiration as (B)(6) has not yet shipped for the pt. Unknown if md aware. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.